Event description:
The account observed a (B)(6) alinity I hbsag result on a patient with lymphocytic leukemia. Using 2 patient samples inconsistent results of (B)(6) results were generated. On (B)(6) 2021, sid (B)(6) alinity I hbsag), and neutralization confirmed (B)(6). On (B)(6) 2021, sid (B)(6) alinity I hbsag, and anti-hbs (B)(6), and neutralization (B)(6). Reproducibility testing was performed. Sample (B)(6) 2021 alinity I hbsag neutralization confirmed (B)(6). Sample (B)(6) 2021 alinity I hbsag neutralization (B)(6). Heterophilic antibody blocker showed no non-specific reaction due to heterophilic antibodies. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product list 8p08, that has a similar us product distributed in the us, list 4p53. The evaluation is in process. A followup report will be provided when the evaluation is complete.

Manufacturer narrative:
Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue of false positive / falsely elevated patient results. The ticket trending review of complaint data for the likely cause list number did not identify any trend regarding commonalities for lot number and complaint issue. No adverse trends were identified. A review in the corrective and preventive actions system did not identify any non-conformances or deviations associated with the likely cause lot number and complaint issue. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median results for the lot are comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. A review of the labelling addresses the customer issue. No product deficiency was identified.

Manufacturer narrative:
Update to h.6. Medical device problem code, is updated from a090804 to the correct code of a090809.update to h.6. Medical device problem code, is updated from a090804 to the correct code of a090809.